Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause for the valve stenosis appears to be related to progression of the patient¿s disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the prevail study in (B)(6), almost five years after the implant of a 23mm sapien xt valve, the patient was re-admitted to hospital for aortic valve re-stenosis (aortic valve area: 0.63-0.7 cm²) and mild aortic insufficiency. Medical therapy was given and a valve in valve was planned, however the patient died before the intervention.